Event description:
The pt was undergoing an atrial septal defect repair. As part of an atrial repair, pericardial retention sutures were placed & withdrawn through the chest wall using a 14 gauge angiocath. In one instance, during withdrawal of the suture snare, the hook at the end of instrument caught the chest wall (bone & tissue) & a portion of the tip of the hook broke off. According to the attending surgeon, because the pt was obese, the angiocath may not have traversed the entire chest wall, as intended. The fragment was visible by x-ray but could not be found for retrieval. The fragment did not move with changes in pt position, had no sharp edges by x-ray & was considered by the attending surgeon to be of no clinical consequences. The operation was completed uneventfully.